Event description:
It was reported that the patient was implanted with a znn cmn nail 11.5mm x 38cm 130l, z nail 5.0x55 cort screw fa, znn cmn lag screw 10.5x110, z nail 5.0x45 cort screw fa and znn cmn set screw, left side, on (B)(6) 2013 (exact date not reported). It is reported that sometime in (B)(6) 2014, the cmn nail broke at the level of the lag screw (exact date not provided). Due to a broken cmn nail, the patient underwent revision on (B)(6) 2014. Notes: the exact implantation date was not provided. For data entry purposes, the first day of the month reported will be captured.

Manufacturer narrative:
The products affected have all been received and are waiting to be investigated. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. At the time of this report, the result of the investigation has not been made available. Once received, an updated reported will be submitted. (B)(4).